Manufacturer narrative:
D4: unique identifier (UDI)# - (B)(4) should be added to the inital MDR. Claim # (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, and race: unk. Device code: (B)(4) - this lens model is contraindicated for patients with age less than that of 21 years. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -07.00/+5.5/091 (sphere/cylinder/axis), within the same surgery due to the lens tore during delivery into the patients left eye (os). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. Cause of the event was unknown.